Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device saw blade coupling malfunctioned and could not lock/secure the saw blade, the trigger was sticking, the set screw was worn, the threads were damaged and the bearings and seals were worn. The device also failed the air leakage test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the recon sagittal saw device would not sit the blades. During in-house engineering evaluation, it was observed that the device had a sticky trigger, the set screw was worn, the threads were damaged and the bearings and seals were worn. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.